Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time on the station was incorrect and was two hours behind. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was incorrect. A technical support specialist (tss) checked the station but was initially unable to locate it. The serial number provided in the description was incorrect, as it was the account number. Dialed into the server and logged into pes, then searched in remote support service (rss) using the correct serial number and successfully located the station. Verified that the station was reflecting the correct central time, cross checked with worldtime buddy and compared with server time, all confirmed accurate. The system functioned as intended after the technical support specialist investigated the device.